Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, customer contacted j&j for material composition of matrix & t-pal spinal system because she experiences high levels of pain in her back since she received the implants. Also, high levels of mercury was reported in her blood. This report is for one (1) mis ti cfx fen poly 6x45. This is report 6 of 10 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.